Event description:
It was reported intermittently the system failed to boot up. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The boards and connectors were reseated and the software was installed during the service call. The system was tested and found to be working as intended and put back into service.